Event description:
During baxter's eval of this spectrum pump for a separate symptom, it was discovered to be alarming for "door not fully latched".

Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. During the eval, the unit experienced "door not fully latched" messages which was caused by a failed upper link switch. The upper aux assembly was replaced.